Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when injecting the air into the cuff with the cuff checker after the tube was intubated orally, the cuff pressure did not increase and there was a doubt of air leakage from the cuff. Customer indicated that recannulation of a replacement tube was required/performed.

Manufacturer narrative:
One sample of endotracheal tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly. An inflation/deflation test was using a syringe 25cc of air was applied to the cuff and it was noticed the cuff held the air, the cuff was left inflated 2 hours, after this time no deflation was observed. The sample was submerged into a container filled with water and no leaks were observed. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.